Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the timing of the aortic dissection cannot be confirmed, but may have been caused by the guidewire during the multiple attempts to cross the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a valve in valve procedure, it was not possible to cross the annulus with the guidewire or with a 23mm sapien xt valve. There was calcification at the level of the leaflets that just opened 0.3mm. The patient had a very dilated aorta before the procedure and a non-symptomatic aortic dissection was noted on echo. It was decided to not treat the patient and they expired one day post procedure due to the aortic dissection. The exact cause for the aortic dissection was not known, however, it was thought to have been caused by the guidewire during the several attempts to cross the annulus.